Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the right atrial lead was oversensing noise. No intervention was performed, and the patient would continue to be monitored. The patient was stable.